Event description:
It was reported in a service report that the fowler and the CPR cable were broken. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: fowler busing was worn. CPR cables were out of place.